Event description:
It was reported, the right atrial (ra) lead was fractured. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 694958 implantable tachy lead implanted: 2007 (B)(6); product ID (B)(4) implantable cardioverter defibrillator implanted: 2007 (B)(6). (B)(4).